Event description:
It was reported that high impedance was detected on the patient's device and the generator's intensive follow-up battery indicator had flagged. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that there had been some confusion and the patient actually did not have high impedance. The patient's generator was replaced due to the intensive follow-up battery indicator being flagged. The generator was discarded post-operatively. Pre-operatively, system diagnostics were within normal limits. No further relevant information has been received to date.